Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm stating drive count and time values or changes incorrect for moving or coasting and too slow or too fast alarm. Customer was able to clear alarm and able to complete rewind. Customer performed displacement test and self test. Both tests were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a pump error 37. Pump was received with a broken retainer ring. Unable to perform the displacement and occlusion tests due to the loose retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the loose retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially broken retainer ring, missing reservoir tube o-ring, missing serial number label, creases in the keypad overlay. Unit passed rewind, prime/seating, basic occlusion, and force sensor tests. No pump error 37 was noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 37 that may have occurred around the event date. The adapt tool in combination with the unit's pump history file confirm that a pump error 37 occurred on (B)(6) 2021 at 11:41. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the device, and it passed. In summary, the customer¿s report of a pump error 37 was confirmed during testing. The pump error 37 is due to a problem with the hardware. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.